Event description:
Healthcare professional reported left side deflation, and "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation analysis of the returned device identified: crease fold, wear abrasion and yellow particles outer device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and brown biological tissue inner device. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side deflation, and "any creases." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation